Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, (B)(6) has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needles were difficult to operate and failed to deliver insulin during use. The following information was provided by the initial reporter: "they say not to re-use the needles. I have to re-use the needles because every other one or every other 2-5 needles don't work. When I found this problem, I 1st thought that my syringe was faulty. After several months of not being able to inject myself after trying several needles where they didn't work, I found it was the needles & not the syringe." "The 1st sign I saw that a new needle won't work is that it seems to be "stiffer" when you turn the dial on the syringe & it doesn't progress smoothly with the standing clicking noise and if you try to inject, it won't. You can't even push on the dial to inject because it won't move. That's why I thought the syringe was faulty. But once I got a needle that worked, the alleged faulty syringe worked. So it wasn't the syringe. So I would go through 5 needles before I would get one that works. Then I'd continue to use that needle until it becomes dull or the syringe is empty. When I re-use the needles I keep the green cover on it & put the cap back on the syringe & store it back in the fridge. I saw this in 2018. This is now 2021 and I'm still using my batch of needles from my scripts from 2019 because I have to re-use them because so many do not work."